Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported the implant would not seat with the mating implant. The procedure was completed with a new device. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device exhibits signs of use and the dovetail feature is flared and compressed. DHR was reviewed and no discrepancies were found. As the dovetail is flared on one side and compressed on other, this is an indication of misalignment between the insert and the implant. The root cause is attributed to use error. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.